Event description:
On (B)(6) 2012, it was reported that the pt experienced hyperglycemia and ketonuria. The pt experienced ketosis due to a urine infection and infected anal fissure. The pt has received treatment of antibiotics (bactroban+ and amoxicilina) during the last 24 hours. The hyperglycemia was due to the infection. At the hospital the pt had ketonuria++++ and stayed in the hospital for 1.5 hours. The pt received 10.0 units of insulin via injection. Her blood glucose level was 370 mg/dl. The elevated blood glucose levels began the previous night and were above 400 mg/dl. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.